Event description:
(B)(4). Before I got the essure procedure done I felt fine,I had normal periods and none of my other problems ill be telling you about. After I woke up from getting essure implanted I had a very bad migraine that would not go away...it continued for days then stopped and come back a few days later. Also after getting essure I bleed heavy for 2 weeks then stopped and didn't get my period for months then I would get it but it became very heavy and irregular. My periods never have hurt so bad or be so heavy. I constantly have chronic pelvic pain non stop that goes into my lower back. I have had a massive amount of weight gain since I had essure put in. My weight gain I just around my stomach area. I changed my eating habits and started to exercise nothing seems to help. Also it hurts to have intercourse with my significant other. If I try it is very painful and I start to bleed. With all these side effects my doctor thought it would be a good idea to remove essure. My doctor that implanted the device did remove essure but he was educated on how to remove it the right way so now there are piece of essure still in my tubes which is causing my side effects to remain. I am having a difficult time finding someone to remove the remaining fragments of essure so my side effects go away. I was talked into getting this device by my ex-husband that was abusive if it wasn't for that I would of never got this device. It is causing me a lot of pain in many different ways and ruining my body as well.